Manufacturer narrative:
The reported event of problem with torque wrench and rv connection was confirmed. Analysis revealed that the rv-setscrew was missing from the device. Analysis confirmed it had been installed during the manufacturing phase and was in the device at the start of the implant procedure. The setscrew had become stuck to the wrench tip during the implant procedure due to incorrect wrench insertion by the user/physician and was pulled out of the device through the septum. As the setscrew was pulled through the septum, it left behind a trail of metal particles inside the septum giving evidence the setscrew was there at the start of the procedure. This is an anomaly related to the user's incorrect use of the wrench.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, during an implant procedure, the set screw was unable to be tightened in the right ventricular connection in the device header. A different device was used to resolve the event. The patient was stable.